Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). Received one used list #142190488 primary y-type blood set. As received the blood filter cylinder was observed to have a vertical crack. The complaint 'tubing was broken and leaking' can be confirmed due to the crack observed. The probable cause of the crack is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date involving a primary y-type blood set, 200 micron filter, cylinder pump, clave y-site, secure lock, 80 inch. It was stated in a report that the customer had primed the tubing in preparation for blood transfusion. There were no issues at the time. When they returned from break, her covering partner, who hung the blood, stated that the pump section of the tubing was broken and leaking, and they had to change the tubing. The device was pre-tested before use and not re-sterilized or re-processed. The event occurred during a transfusion. There was patient involvement but no reported injury or harm.